Event description:
A tandem mobi cartridge alarm was reported by the caller, which caused the customer's blood glucose to be displayed as "high," though the exact value was unknown. The customer addressed the high blood glucose condition with a correction injection via multiple daily injections (mdi) and did not require any assistance from a third party. Tandem technical support confirmed cartridge alarm 34, and the issue was resolved by the customer by loading a new cartridge, with no involvement of external magnets prior to the alarm or during the load process. There was no prior report of similar cartridge alarms with this pump serial number.